Manufacturer narrative:
(B)(4) date sent: 6/2/2023 b3: unknown; captured as awareness date d4:batch # 934a19 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received with the proximal 1 driver up with protruding staples and with the swing tab in the locked position. The reload was returned with both gripping surfaces broken off inside of a plastic bag, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The reported event was confirmed and related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 934a19, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the cartridge could not be load into the jaw properly at 1st firing. Then, when the cartridge was attempted to remove, the cartridge broke. The issue occurred before use. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.